Event description:
It was reported that the patient experienced an increase in the number of light seizures. The treating physician assessed that the patient¿s symptoms were related to a believed generator end of service. The patient was referred for a generator replacement surgery; however, surgical intervention for this reported issue has not occurred to date. No additional pertinent information has been received to date.

Event description:
It was reported that the patient¿s vns generator was replaced in surgery. The explanted generator was reportedly discarded by the facility, so return to the manufacturer is not expected. The preoperative diagnostics were within normal limits, and no low battery indicator was observed. No additional pertinent information has been received to date.